Event description:
Received from voice of customer survey (voc): it was reported via a customer survey on (B)(6) 2021, that the patient had issues with their catheter. The catheter was clotted and needed to be removed. There was no adverse event and no medical intervention was required as reported at intake. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).